Event description:
In 2009, the patient reported experiencing elevated blood glucose since the previous month. Yesterday, her blood glucose measured 160 mg/dl at 6:00pm, 305 mg/dl at 9:00pm, and 306 mg/dl. Her target blood glucose level is 120 mg/dl. She stated that she boluses through the infusion device to lower her blood glucose. Troubleshooting did not reveal and product issues. The patient stated that she would contact her diabetes educator. She was sent an infusion set insertion device and sample infusions ets. Upon follow up with the patient five days after the original date, she stated that she continues to experience elevated blood glucose. She believes the issue is due to the cannula length she is using. She stated that she "twisted wrong" after showering and pulled the infusion site out. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.